Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort as the placement of the ipg was bothering him. The patient underwent an explant procedure. No device malfunction was suspected.